Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. A pseudoaneurysm is a leakage of arterial blood from an artery into the surrounding tissue with a persistent communication between the originating artery and the resultant adjacent cavity. This may occur after arterial puncture for a diagnostic cardiac catheterization or an arteriogram but is more common after an arterial intervention. Catheter-directed interventions more commonly require larger arterial sheaths to be used, and the anticoagulation or antiplatelet agents that are administered can interfere with normal sealing of the puncture site. Some pseudoaneurysms resolve themselves, though others require treatment to prevent hemorrhage, an uncontrolled leak or other complications. Surgery is sometimes required. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the cause of the reported pseudoaneurysm could not be determined. Although the exact cause of the pseudoaneurysm cannot be confirmed, procedural factors (manipulation of the devices, anti-coagulation/anti-platelets agents), in addition to patient vascular factors (not provided) may have contributed to the post procedure pseudoaneurysm and subsequent placement of a vascular stent during the tavr procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliate in (B)(6), post transaxillary tavr, an axillary pseudoaneurysm was observed and treated with the placement of a stent. Prior to the tavr procedure, it was noted that the patient had a previously placed aorto-bi iliac stent. The decision was made to use the left transaxillary approach. Following placement of a 14fr esheath, a 26mm sapien 3 valve was deployed in the aortic position. After valve implantation, the patient was noted to have a left axillary pseudoaneurysm, which was successfully treated with a covered stent. The procedure was completed, and the patient was transferred from the operating suite to the ccu for recovery. During recovery, patient was noted to be hypotensive, with a right femoral site hematoma. Patient underwent CT scan which confirmed a significant retro-peritoneal bleed post non-edwards sheath removal. The patient continued to deteriorate, and the family made the decision that no additional measures be undertaken. The patient expired. The perceived root cause of the death was hypovolemic shock secondary to retroperitoneal bleed from right femoral artery access site related to a non-edwards device.